Event description:
It was reported that during neck surgery after suspected electrocautery interaction; the pulse generator exhibited inappropriate magnet response. The magnet rate would intermittently drop despite holding the magnet over the device during the procedure. The device remained implanted.